Event description:
The hcp reported that the pt had an allergic reaction to morphine. The medication in the pump was changed to fentanyl. At refill, the pump was inadverdently refilled with morphine, then changed back to fentanyl. The hcp reported that the "pt did not have an allergic reaction to getting the morphine, but reportedly only the deafness which seemed to start near the time the pump was refilled with morphine". A follow-up report will be sent if additional information becomes available.